Event description:
The hcp reported that the catheter fractured and a portion of it remains in the intrathecal space. Prior to catheter revision, the pt was experiencing increased pain. The pump containes morphine, dose unknown. The length of the retained fragment is unknown and the pt is not experiencing any symptoms relative to the catheter fragment. Following the revision, the pt is experiencing much better pain control and has recovered without sequela.